Manufacturer narrative:
The system was delivering morphine 6 mg/ml at 0.0382 mg/day. Returned pump analysis found high resistance in the pump battery (lab failure).a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative. The indications for use were non-malignant pain, chronic low back pain, and degenerative disc disease. The pump was returned with no initial allegation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.